Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform functional test due to blank display. The pump was unable to verify weak battery alarm or low battery alarm due to blank display anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted. The pump was received with corroded battery tube. No rust was noted on battery tube spring. The battery tube spring was ok. (B)(4).

Event description:
The customer reported via phone call to have experienced high and low readings, blank display, low battery alert and weak battery alarm. The customer's blood glucose reading was 492 mg/dl, which was treated with a bolus. The customer also had low reading of 60 mg/dl, which was treated with glucose tablets and juice. The customer reported rust like reddish damage on the battery cap. The customer also reported low battery life on the pump over the last month. The insulin pump will be returned for analysis.